Event description:
Patient's wife called to report dexcom sensor was pulled off from patient thrashing around during a hypoglycemic episode. The dexcom receiver had been left out of range and not near the patient when this happened so no alert was heard. Patient fell out of bed as a result of the thrashing. Wife gave glucose tabs and sugar, no medical intervention. Patient is reported to be doing well. No additional information is available.